Manufacturer narrative:
The device was evaluated by a field service technician and the complaint was confirmed. The rinse cycle was causing the water to spill over the flapper valve out of the canister cap. The source of the waterflow was reduced to repair the issue.

Event description:
It was reported that the docker was causing an excess of fluid to spray waste and water over the flapper valve and out of the canister cap. There was no pt involvement and no adverse consequences related to this event.